Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer repaired the system by adjusting the solenoid, which allowed the locking mechanism to be fully engaged. Philips has started an investigation, and upon completion, a follow up report will be submitted.